Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the process, and confirmed the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared.